Event description:
It was reported that a patient underwent a plastic and cosmetic surgery proceure on (B)(6) 2021. The problem of pulling off suture needle had happened. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
(B)(4). Investigation summary ==> a needle and a suture product code j433 were returned to ethicon inc for analysis. Upon visual analysis of the returned sample revealed that clip off defect was observed in the sample. The barrel hole was examined under 20x magnification and revealed a remnant suture. In addition, the extreme suture was noted to be severely cut. As per returned conditions of the sample no functional test was performed. Based on the information currently available, the clip off was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot number qpmhkh and no non-conformances related to the reported complaint condition were identified.